Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead exhibited failure to capture. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray examination were normal with no anomalies found.